Event description:
A review of svc data detected a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that the electrode belt would not treat because the electrode belt failed one of the mfg test procedures. The last pt to use this electrode belt did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the failure of the mfg test procedure was an intermittent connection in the distribution node. The white pulse fire wire was shorted to the tactile alarm module. When the unit was undergoing testing, it failed the pulse fire mfg test procedure. The pulse was not delivered at full capacity because some of the power was being transferred to the tactile alarm. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified but was likely due to strain placed on the cable which allowed the white wire to become lose and touch the tactile alarm. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any problems.